Event description:
It was reported that the artificial urinary sphincter (aus) stopped working four months ago and the patient is experiencing urinary incontinence. A cystoscopy and an MRI were performed and it showed that the balloon is empty, therefore a fluid leak from an unidentified origin is suspected. A replacement surgery was performed and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 artificial urinary sphincter (aus) underwent a thorough analysis. The pump, cuff and balloon were visually and microscopically examined, and leak/functionally tested. No anomalies were found with the pump. A cuff pinhole which led to a fluid leak was identified in the cuff shell. The damage is consistent with wear a fold in the cuff. During the functional testing the balloon was found to be below the product specifications. Based on the information available and analysis results, the pinhole identified in the cuff and the balloon issue could have caused or contributed to the reported clinical observation of fluid leak, mechanical issue and incontinence.

Event description:
It was reported that the artificial urinary sphincter (aus) stopped working four months ago and the patient is experiencing urinary incontinence. A cystoscopy and an MRI were performed and it showed that the balloon is empty, therefore a fluid leak from an unidentified origin is suspected. A replacement surgery was performed and no patient complications were reported.